Event description:
While using a harmonic ace curved shears with pistol handle and hand control device, the device stopped working after about 10-15 minutes of intermittent use. Received an error message stating that the problem was in the "instrument". There was a flashing '5' in a circle on the screen.